Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in (B)(6) 2006, the patient underwent a tha surgery for right side with the srom in question. After surgery, in 2008, the breakage of the distal part of the stem was confirmed. The revision surgery was not performed because the patient had no pain and no problem with it. No further revision surgery is planned. The surgeon who is newly assigned to this patient is concerned about whether he should continue to handle the patient as before. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.